Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in an open procedure, during the employment of the ligation of the anastomoses suturing technique, 4 threads broke in row when tying them. Another device from the same lot was used to complete the case. There was no patient injury.